Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties however the noted damages to the device appear to be related to circumstances of the procedure. It should be noted the xience pro 48 everolimus eluting coronary stent system instructions for use states: do not exceed rbp as indicated on the product label. Balloon pressures should be monitored during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a non-tortuous, mildly calcified, de novo lesion in the proximal left anterior descending artery. A balance middleweight guide wire was used and the xience pro 3.5 x 48 mm was inflated once and was well deployed at 22 atmospheres. However, the stent delivery system (sds) balloon would not deflate. The type of contrast used was omnipaque 300. The sds and guide wire were pulled into the guide catheter as a unit. The sds balloon was removed from the guide catheter and then the guide catheter and guide wire were used to complete the procedure. An additional nc balloon catheter was used to post dilate the stent to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure and no medication was given. No additional information was provided.